Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 409 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and error test. No motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.